Manufacturer narrative:
Insulin pump functions properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. No cosmetic damage on pump noted.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels ranged from 495 to 600 mg/dl. Customer stated that the insulin pump's drive support cap was normal, but that the end of the pump was separating at the seam, closest to the base near the drive support cap. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.